Event description:
The customer reported that the device ac power module was not charging the battery and requested replacement. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Correction: added usage-of-device = reuse.